Event description:
We received a report that during cataract extraction surgery, a capsule tear occured and the surgeon decided to switch to an anterior chamber lens; see MDR 2648035-2014-00366 for this report. When he switched to a (B)(4) he found that the patient's anatomy would not support the intraocular lens (iol). To remove the iol an incision enlargement was required. The patient is now being treated for choroidal effusion.

Manufacturer narrative:
Initial MDR corrected data: date of birth (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Follow up with the reporter regarding patient outcome indicated that the patient experienced a retinal detachment. They are being followed by a retinal specialist. No other information was provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the leading haptic was distorted. Under 10x microscope magnification small loose particles were observed on the sample compatible with handling the lens out of the sterile environment. No cosmetic defects in the lens optic body were observed. The condition observed in the lens is consistent with acrylic 3-piece lens that has been explanted from the patient eye; the distorted loop could be related to the explant process. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. The unit was handled for surgical use. Manufacturing records were reviewed. Process operations in the manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.